Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. This supplemental MDR also corrects the event description: it was reported with the use of the bd saf-t-intima IV catheter safety system, "there was there was a cut on e-tubing and lead to blood leakage." There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system, "there was there was a cut on e-tubing and lead to blood leakage." There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage.there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 6302606 was reviewed, no related abnormalities were found. Material number 383312 for lot 6302606 was manufactured on 11/09/2016. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Both a photo and sample were provided to aid our quality engineer in their investigation. These samples displayed the reported failure mode, investigators noted that the device was subjected to leakage testing which produced a leak in the extension tubing near the adapter. Further investigation by way of microscope revealed a small laceration in the tubing of the device, bd engineers inspected the slide clamp for the presence of burrs or other defects that could potentially lead to the damage that they observed but nothing could be detected. Repeated attempt to duplicate the failure mode were also unsuccessful. Based on investigation results to date, root cause for manufacturing process cannot be determined; since, we cannot reproduce the reported defect. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with leakage. There was no report of injury or further medical intervention.